Event description:
The device was used during an unspecified procedure. Reportedly, the instrument did not cut completely and upon removal, the stapler lacerated the tissue. The patient expired post-operatively. The surgeon stated the patient's esophagus was necrotic and the death could also be for other reasons.